Event description:
Supplemental report is being submitted due to the completion of the investigation on 16-jan-2024.

Manufacturer narrative:
Device evaluation: the 1 x zepds-5-4 x zimmon pancreatic stent set of lot number c2019239 was involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file is open to capture the off-label use on a replacement device - prophylactic use x quantity of 1 device. The file is related to (B)(6): pigtail of a stent was kinked. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all zepds-5-4 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zepds-5-4 of lot number c2019239 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with this work order. Instructions for use /or label review: the instructions for use supplied with the device states the following ¿this device is used to drain obstructed pancreatic ducts". It also states: ¿notes: do not use this device for any purpose other than stated intended use¿. As per the packaging insert (c-es0202m18) provided with the device the intended use states "this product is a stent set for drainage by insertion into stenosed or obstructed pancreatic and/or biliary ducts". The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest the customer did not follow the packaging insert. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off-label use was concluded based on the available information. The user has not complied with the requirements of the IFU with respect to the intended use of the device, "this product is a stent set for drainage by insertion into stenosed or obstructed pancreatic ducts". However, from the information provided the stent was placed to prevent pancreatitis in pancreas duct. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor is any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer/or rep testimony. Summary of investigation: failure identified: off-label use - prophylactic use. Confirmed quantity of 1 device, reported used. A definitive root cause of off-label use was concluded based on the available information. The user has not complied with the requirements of the IFU with respect to the intended use of the device, "this product is a stent set for drainage by insertion into stenosed or obstructed pancreatic ducts". However, from the information provided the stent was placed to prevent pancreatitis in pancreas duct. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor is any future investigation is required. The complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After distal bile duct stricture procedure, zepds-5-4 was to be placed to prevent pancreatitis in pancreas duct. The wire guide (olympus/visiglide 0.025inch) was inserted from the tip of zepds-5-4, when the wire guide reached at the pigtail, the user straightened the stent a little with his finger, and noticed the stent got kinked. The wire guide wasn't able to pass though it. He used another same device (lot# unknown) to complete the procedure. (Pr398997) this complaint complaints off label on replacement device¿ prophylactic use no health hazard. User's comment: this is a product that is used regularly, so there is no problem in its usage.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.